Event description:
It was observed that during the evaluation, the subject device exhibited that the light guide sheath was chipped, with the metal exposed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a component failure (material degradation) led to the chipped sheath with the metal exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.